Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A pinhole was identified in the balloon material. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The device was attached to an encore inflation unit, subjected to positive pressure and liquid was observed to be leaking from a pinhole at the distal edge of the distal markerband. A microscopic inspection identified no issues with the markerbands. No issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the balloon ruptured. The target lesion was located in a vessel in a hand. A 7.0-40, 80 wanda balloon catheter was advanced to dilate the lesion. However, upon advancing the device to the lesion, it was noted that the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the balloon ruptured. The target lesion was located in a vessel in a hand. A 7.0-40, 80 wanda balloon catheter was advanced to dilate the lesion. However, upon advancing the device to the lesion, it was noted that the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and patient's status was stable.